Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device station was on critical override, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the incorrect time zone setting and the absence of ntp settings were the issues on the station (accb2). A technical support specialist changed the time zone to match the other station (acdu) and set the ntp correctly. The system functioned as intended after the technical support specialist troubleshot the device.